Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Analysis of the returned device was unable to confirm the reported activation/deployment failure. It is possible the device interacted with the tortuous lesion, which may have prevented the shaft lumens from moving freely and contributed to the reported activation failure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports the device was received and the stent was not deployed at all. The account stated that the partial deployment was reported in error and the stent completely failed to deploy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the carotid artery with heavy tortuosity. The xact self expanding stent system (sess) was advanced to the lesion; however, the stent only deployed about 1/3. Another same size xact sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.